Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta clotted during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "I had a notification from our nicu department of multiple specimens clotting when using the bc map tube catalog #363706."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta clotted during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "I had a notification from our nicu department of multiple specimens clotting when using the bc map tube catalog #363706."